Event description:
It was reported that the patient underwent a spinal procedure using posterior fixation at c5 to t3 and t11 to l3. At unknown time post-op, the patient developed numbness in hands. The surgeon believed that the screw at cervical level might be placed incorrectly. The revision surgery is not planned at this time because it was reported that the patient's symptom was resolving.

Manufacturer narrative:
Implants remain implanted, product return is not possible. We are unable to determine the cause of the event; however, the products in use are lot w05k3865, w06e0149, w06e3647, w07e5452; lot w07e5464; lot w05k2159, w07b3602, and w07d4373. Device history records these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.